Manufacturer narrative:
Additional information: d9. G3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter distal shaft was fractured and detached just proximal to electrode ring 4, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured and detached distal shaft remains unknown.

Event description:
During a cti ablation procedure, the tip of the catheter detached. When the tip of the catheter was in the right atrium, the distal tip looked weak. The catheter was withdrawn from the patient and investigated. A slight bend was enough to break the tip off. The catheter was replaced and the procedure was completed with no consequences to the patient. The catheter was intact when removed from the patient.

Event description:
During a cti ablation procedure, the tip of the catheter detached. When the tip of the catheter was in the right atrium, the distal tip looked weak. The catheter was withdrawn from the patient and investigated. A slight bend was enough to break the tip off. The catheter was replaced and the procedure was completed with no consequences to the patient.